Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and death. The IFU states ¿do not inflate the gore® tri-lobe balloon catheter in areas of significant calcified plaque. Balloon rupture and/or vessel damage may occur¿.

Event description:
On (B)(6) 2019, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu404020j/15710085). The device was reportedly deployed just below the left subclavian artery. According to the report, the patient's proximal neck was calcified, and so the physician did not initially perform ballooning to the proximal edge of the gore® tag® device. However, a proximal type I endoleak was reportedly observed on an intraoperative angiograph. Therefore, the physician decided to balloon the proximal edge with a tri-lobe balloon. The procedure was completed with no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2019, the patient reportedly developed a stanford type a aortic dissection and cardiac tamponade during hospitalization. On the same day, the patient expired. No autopsy or computed tomography scan was performed to evaluate the dissection. Consequently, it is unclear if the dissection and subsequent death were related to the gore® tag® device.